Event description:
Pt was scheduled for a left breast open capsulectomy with implant exchange. The pt has had the implant since 1979. The implanting surgeon was different from the explanting surgeon. Neither the explanting surgeon or the pt knew who the MFR of the implant was. Upon doing the surgery the implant was found to be encapsulated and the condition on being ruptured was questionable. The implant and any surrounding tissue was sent for routine pathology and no abnormal pathology was reported back. Since there was a question as to whether or not the implant was ruptured inside the capsule our facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.